Event description:
The pump was returned for investigation. Investigation revealed that the buttons on the keypad were intermittently responsive and contamination was found under the button contacts. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the up arrow, down arrow, and ok buttons were intermittently responsive and their button contacts were found to be inverted when the keypad was removed. Contamination was found under the contrast and up arrow button contacts when the keypad was removed. Additionally, investigation found that the keypad was torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).